Event description:
After the implant surgery the patient experienced some swelling at the incision site of his stimulation lead. He called the doctors office and they prescribed him an antibiotic which resolved all swelling and irritation. The patient also had some weakness in his lower right lip but said it was improving over time. At the patient's therapy activation visit, the doctor did a functional tongue exam which showed normal function. The patient was activated and sent home.